Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg was unable to communicate with an external devices following an unrelated surgical intervention. The ipg was deemed inoperable. Troubleshooting was tried to no avail. Next course of action is undetermined at this time.